Event description:
It was reported that a patient has been developing daytime somnolence since the vns. The physician wondered if this could be due to worsened obstructive sleep apnea or possible sleep disorder. The patient is going to have a polysomnogram (sleep study) and so the physician was wanted to turn the vns device off in the middle of the study to see if it made a difference. Additional relevant information has not been received to date.